Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of noise. Untreated episodes were also observed. Technical services (ts) discussed possible causes and recommended troubleshooting. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.